Event description:
Adverse event(s): "retinal whitening" (retina, damage to). Product problem(s): "iop control not working correctly" (pressure issue). The surgeon reported the iop control did not seem to be controlling the flow. Too much irrigation flowed into the eye. The surgeon switched off the iop control. The pt developed papilla (or the retina became white). Additional info was requested on the event and pt status.

Manufacturer narrative:
The company service rep examined the system. The fluidics module was disassembled and verified. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).